Manufacturer narrative:
Correction: this supplemental report is to correct initial MDR reported b5 and the patient code. Initial MDR was only reported for (B)(4) - palpitations; however, (B)(4)- twiddler syndrome should have been also reported.

Event description:
It was reported that a patient who experienced palpitations presented in ER. Upon interrogation, the right ventricular lead exhibited no capture. A chest x-ray confirmed lead dislodgement and the lead had pulled back into the right atrium. The physician suspected twiddler¿s syndrome but it was not directly observed. The lead reposition was attempted unsuccessfully due to helix unable to extend. The lead was replaced. The patient was stable.

Manufacturer narrative:
This supplemental report is to correct previously reported initial MDR. The explant date should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
It was reported that a patient who experienced palpitations presented in ER. Upon interrogation, the right ventricular lead exhibited no capture. A chest x-ray confirmed lead dislodgement and the lead had pulled back into the right atrium. The lead reposition was attempted unsuccessfully due to helix unable to extend. The lead was replaced. The patient was stable.